Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The returned fractured piece did not belong to the product in question. The inspection of the returned sample upon receipt found no anomalies; therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E2: health professional: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. During wire and catheter manipulation the material broke and became dislodged around the tip of the wire. It was successfully retrieved by capturing it over a 5 french long sheath. The wire broke inside the body, and the fractured piece was removed through medical intervention. The procedure outcome was not reported. The patient was not harmed.